Event description:
The syringe and connector tubing were filled with contrast without incident. After verifying that there was no air in the line, the tubing from the injector was connected to the pt's catheter. When the nurse attempted to arm the injector, he rec'd an error message stating to "check turret". Upon disconnecting the tubing from the pt's catheter, he said he heard a sucking sound, indicating there was a vacuum in the line or syringe. When he turned the injector head to the upward positon, he noticed fluids coming out of the back of the syringe. The syringe plunger was dislodged from the piston shaft and at an angle. The dr proceeded to perform the study utilizing a hand syringe. While disconnected from the injector, the pt coded and was subsequently resuscitated, then transferred to another hosp for hyperbaric therapy and cooling therapy. The pt reportedly improved, although with left sided numbness-current status unk. The pt was allegedly injected with approx 20-30 cc of air. Although the pt was connected to the injector at one point in the procedure, the pt never rec'd an actual injection with the injector.

Manufacturer narrative:
Medard svc checked the injector and no problems were found. Svc confirmed that the plunger was crooked inside the syringe. He reviewed with the staff some possible things that could have caused the syringe issue. The site had already agreed that they thought it was operator error and not the injector, but they still requested a svc check. A senior sales rep performed add'l in-svc training after the incident. During this training, the sys displayed error codes. Svc replaced the injector head as a precaution. A functional test of the head, including volume, flow rate and pressure, was performed. The injector head tested within spec. No error messages or abnormal operation were detected. The syringe itself was not returned for eval. Per medrad's internal investigation of this incident, the reported vacuum indicated there was an occlusion in the fluid path, which is likely due to operator error; for example, a closed valve or pinch in the tubing. We do not suspect there was a material defect that would have caused an occluded fluid path. A material defect would likely have prevented the priming process from being completed, but this was reported to have been performed without incident. The vacuum that builds in the syringe with an occlusion in the line can cause the plunger to tilt inside of the syringe when the piston release lever is not fully in the disengaged position. When the plunger tilts, the seal between the plunger and syringe is broken, allowing whatever fluid is left in the syringe to leak out of the back when the injector head is tilted up. Based on medard's investigation, the cause of the air injection is unk.